Manufacturer narrative:
Preliminary disclosure form provided additional information which does not affect the outcome of the investigation. Additionally, emdr 1818910-2011-18440 is a duplicate of this medwatch and has been rejected. Depuy considers the investigation closed.

Manufacturer narrative:
Correction: in follow-up 1 of this emdr, please disregard statement that says there is a duplicate of this emdr. That statement was made in error. There is not a duplicate of this particular emdr. Depuy considers the investigation closed.

Event description:
Litigation papers allege the patient developed painful and dangerous complications, had to undergo an unnecessary and painful revision surgery, and will have lifelong residual problems.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.